Event description:
A report was received that a pt's precision system was explanted due to the pocket site being too uncomfortable. The pt did not have a lot of tissue to work with in order for the physician to put in a more comfortable spot. The pt is reportedly doing well following explant surgery.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.